Event description:
It was reported that during a low anterior resection procedure, the staples malformed and tissue tore. Dr. Put colostomy to cover the tissue. The case was completed with a like device with no pt consequence.